Event description:
Information received with return of the explanted device notes that after being connected to the leads and placed in the pocket, no output, capture or sensing were observed. The patient's rhythm was 27 bpm.